Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump communicated properly to the test transmitter and glucose sensor simulator. No sensor alerts were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing issues with the sensor. The customer stated that she received a lost sensor alert as well as a sensor error alert. The customer also stated that the transmitter was not blinking. The customer further mentioned that she had received a button error alarm. Troubleshooting was done. The customer's blood glucose was 187 mg/dl. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.